Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed main keypad assembly and determined that the cause of the reported issue was that the energy up button was physically damaged.  The button would intermittently get stuck in the down (or engaged) position.  Physio observed that as a result of the damage, the device would intermittently attempt to increase the energy selection causing the device to disarm if attempting to charge (in order to shock), thus preventing defibrillation.

Event description:
The customer contacted physio-control to report that when their device is powered on, it will intermittently attempt to increase the energy setting on its own.  This behavior is indicative of a critical button being stuck down (or engaged), which in turn can prevent the functionality of other critical buttons on the device's main keypad assembly. There was no patient use associated with the reported event.